Event description:
It was reported that revision surgery was performed due to dislocation.

Event description:
It was reported that revision surgery was performed due to dislocation. According to new information: revision surgery due to recurrent hip luxation with exchange of the ceramic ball head and bicon-plus insert.